Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated: a1, a2, a3, b5, b7, e1, g3, h1, h2, and h11.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - report source - foreign - costa rica. The device will not be returned as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the instrument used to loosen the periosteum had the tip of the instrument crack and fracture off. There was no harm to the patient as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by review of pictures. No product was returned. A visual inspection was conducted on the customer provided pictures. The pictures show signs of multiple uses including heavy marking and scratching on the instrument surface. Further inspection shows that the elevator has fracture at the base of the tip. The complaint is confirmed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.